Manufacturer narrative:
The stent was not implanted. Device evaluation: the distal tip was damaged. A number of the mid and proximal stent segments were deformed with multiple struts raised. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity drug-eluting stent was being used to treat a moderately tortuous, moderately calcified lesion in the mid rca. The device was removed from packaging per IFU and inspected prior to use with no issues noted. Resistance was encountered when advancing the device but it is unknown whether excessive force used. It is reported that a stent strut fractured during advancement through the guide catheter and difficulties were encountered when removing the device following stent deployment due to a calcified rca. There was no patient injury.